Manufacturer narrative:
Patient was not present when event occurred. A medtronic representative visited the site and performed the following troubleshooting: tried to start system. Power switch is off on mvs workstation and date and time are incorrect when system does start. He replaced the cmos battery, restored bios settings for rev 11, and completed system checkout. This resolved the issue. System fully functional after cmos battery replacement.

Event description:
A site radiographer called to say that the mvs (mobile viewing station) would not boot up at the start of their case. Screen had "no input" message, and would not progress to o-arm application. Surgeon was informed prior to patient being anesthetized and he elected to proceed with spine procedure without navigation and imaging. No harm to the patient.